Event description:
It was reported that during induction testing at a device change-out, noise was observed. Programming changes were made. Then alerts for low, out of range, high voltage lead impedance were observed. The lead was capped and replaced. The patient tolerated the procedure fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.